Manufacturer narrative:
The customer declined ge service. No repair information available. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.